Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally, reportedly an incomplete insertion during implantation surgery with 2 channels out of cochlea was observed. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
A sudden loss of hearing performance is reported with the right side implant. No trauma was reported. No swelling or redness at implant site. The recipient was re-implanted on (B)(6) 2019 with a +compressed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A sudden loss of hearing performance is reported with the right side implant. No trauma is reported. Reimplantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition one channel already showed hi status in 2016 due to undetermined reasons, therefore this channel was deactivated. According to the implant registration card a full insertion could not be achieved during initial implantation. Reportedly 1-2 channels were left outside of cochlea. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
A sudden loss of hearing performance is reported with the right side implant. No trauma is reported. No swelling or redness at implant site. Re-implantation is considered but has not yet been scheduled.